Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. The battery cap threads were also found to be damaged. The battery cap did not secure properly to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the pump battery compartment threads were damaged and pieces of the threads were missing. The battery cap allegedly could not be secured properly due to damaged battery cap threads. The yellow o-ring of the battery cap was reportedly visible when the battery cap was secured to the pump. The reporter also stated that the pump had not lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.